Manufacturer narrative:
Awaiting prod return to conduct quality investigtion.

Event description:
Consumer called questioning the accuracy of her meter. Comparing to another meter. Analysis run on clark error grid using competitive readings (127,84) vs. Bd readings of (21, 34) yielded data points in the d zone of the grid, outside of acceptable limits.